Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator reported the trial lead fell out after a couple days. The other lead was "kind of iffy" and was afraid to leave it in, so she was reportedly instructed by the health care provider (hcp) to take it out herself. The trial helped her symptoms and wanted to try to go onto implant. Additional information has been requested regarding cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The patient's medical history included a stroke.